Manufacturer narrative:
A (B)(6) patient experienced stent fracture and restenosis approximately a year and a half post implantation of three cypher stents. Past medical history was unknown. The target vessels treated during the index procedure were the lad and the rca. Vessel/lesion characteristics were not reported. It was reported that a 3.5x28 mm cypher stent was implanted in the mid lad and two stents were implanted in the mid rca: a 3.5x33 mm cypher was implanted in the distal segment of the mid lad and a 3.5x18 mm was implanted proximal to it and overlapping it. One year and seven months after the index procedure, the patient was hospitalized for unknown reasons and a coronary angiography revealed that the 3.5x33 mm cypher stent implanted in the mid rca was fractured and there was 50% restenosis in the distal segment. Ivus revealed that the inner lumen of the stent implanted in the mid lad was not smooth, the stent was fractured, tumor ectasia was observed at the stent margin, the proximal segment of the stent was 70% restenosed, and timi flow was grade 2. Re-pci was conducted with the implantation of a xiencev stent in the mid lad and another xiencev stent at mid rca. The patient was reported to be in good condition. Two cds were received. One cd shows the implantation of one stent in the distal left main trunk and proximal lad at the bifurcation with the circumflex. This contradicts the reported location of implantation of one stent in the mid lad. The proximal segment of the stent was post-dilated and the ostium and proximal segment of the circumflex was post-dilated with excellent angiographic results. The second cd shows the implantation of one long stent in the mid rca followed by the implantation of a second smaller stent proximally and overlapping it. Several post-dilations along the stented segments were conducted with good angiographic final results. It seems that these two cds are the films of the index procedure and therefore do not show the stent fractures, restenosis and tumor ectasia reported. Multiple attempts to clarify the events and retrieve the re-pci films for evaluation were conducted without success. If additional information or procedural films are received for review, the file will be updated accordingly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a potential adverse event associated with coronary artery stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics (long stented segments) and procedural factors (multiple post-dilations) that may have contributed to these events.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The catalog code entered represents an unknown cypher select (ous). The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00834 and 9616099-2010-00835. Two products with the same catalog and lot numbers are represented.

Event description:
Initially the patient was treated with two cypher stents, one in the mid left anterior descending and the other in the mid right coronary artery on (B)(6) 2009. However, the patient was admitted as chd on (B)(6) 2010. The angiography was performed on (B)(6) and it revealed that the stent in the middle-rca was fractured. The distal segment of the stent had 50% restenosis. Cag and ivus revealed that the inner lumen of the stent in the middle-lad was not smooth, the stent was fractured, tumor ectasia was observed at the stent margin. The proximal segment of the stent had 70% restenosis with a timi flow of 2. The patient was treated with a xience v stent in the middle-lad on (B)(6) and treated with another xience v stent in middle-rca on (B)(6). So far the patient is fine.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00834 and 9616099-2010-00835. Two products with the same catalog and lot numbers are represented. Complaint conclusion updated to include film review: a (B)(6) patient experienced stent fracture and restenosis approximately a year and a half post implantation of three cypher stents. Past medical history was unknown. The target vessels treated during the index procedure were the lad and the rca. Vessel/lesion characteristics were not reported. It was reported that a 3.5x28 mm cypher stent was implanted in the mid lad and two stents were implanted in the mid rca: a 3.5x33 mm cypher was implanted in the distal segment of the mid rca and a 3.5x18 mm was implanted proximal to it and overlapping it. One year and seven months after the index procedure, the patient was hospitalized for unknown reasons and a coronary angiography revealed that the 3.5x33 mm cypher stent implanted in the mid rca was fractured and there was 50% restenosis in the distal segment. Ivus revealed that the inner lumen of the stent implanted in the mid lad was not smooth, the stent was fractured, tumor ectasia was observed at the stent margin, the proximal segment of the stent was 70% restenosis and timi flow was grade 2. Re-pci was conducted with the implantation of a xiencev stent in the mid lad and another xiencev stent at mid rca. The patient was reported to be in good condition. Two cds were received. One cd shows the implantation of one stent in the distal left main trunk and proximal lad at the bifurcation with the circumflex. This contradicts the reported location of implantation of one stent in the mid lad. The proximal segment of the stent was post-dilated and the ostium and proximal segment of the circumflex was post-dilated with excellent angiographic results. The second cd shows the implantation of one long stent in the mid rca followed by the implantation of a second smaller stent proximally and overlapping it. Several post-dilations along the stented segments were conducted with good angiographic final results. It seems that these two cds are the films of the index procedure and therefore do not show the stent fractures, restenosis and tumor ectasia reported. Multiple attempts to clarify the events and retrieve the re-pci films for evaluation were conducted. A cd with films was later received showing images of the lad and rca. The cd was sent for review to an independent cardiologist. The film review report states "the cd included twelve runs of a diagnostic procedure which I am not sure is related". The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a potential adverse event associated with coronary artery stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. It is our intention to report conservatively when information is not available and the tumor ectasia will be captured as coronary artery aneurysm. A cause of coronary artery aneurysm formation after pci has been identified as excessive use of oversized balloons or high-pressure inflation of the balloon, resulting in intimal and medial tearing with continuous weakening and stretching of the artery. The exact mechanism of aneurysm formation after des implantation is still unknown. However, clinical reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. Another possible mechanism may be related to a stent fracture in which the strut in combination with other mechanisms, could probably explain aneurysm formation. Based on the limited information available for review and the limited information contained in the films received for review, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics (long stented segments) and procedural factors (multiple post-dilations) that may have contributed to these events.